Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime lines after several reprime attempts. One set was discarded and new supplies set up. Hp reports no pt injury or medical intervention as a result of incident.